Manufacturer narrative:
The device was received with normal device characteristics. Visual inspection did not reveal any anomaly on the header. Analysis of device image indicated that the device was within normal range of operation. Further analysis performed did not reveal any anomalies, with battery voltage above eri level. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The device was prophylactically explanted and replaced and the patient was in stable condition. No malfunction was observed at the time of replacement.